Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
During corrective maintenance the unit was toggling between dc and ac operation. Customer reseated the pm board and now the unit will not power up. Unit alarms and the red alarm led flashes.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19oct2018. The customer verified that the power supply was working. Philip's product support advised customer to replace the power management (pm) board. No parts were returned to philips for evaluation, therefore, the root cause could not be determined.